Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the elecsys vitamin b12 ii, elecsys total psa, elecsys ferritin, and elecsys tsh assays on a cobas 8000 e 801 module. Refer to "(B)(6)" for representative examples provided by the customer. Of these results, several questionable results were reported outside of the laboratory. The vitamin b12 ii reagent lot was 633052 with an expiration date of 29-feb-2024. The total psa reagent lot was 652127 with an expiration date of 31-dec-2023. The ferritin reagent lot was 652139 with an expiration date of 31-dec-2023. The tsh reagent lot was 653314 with an expiration date of 31-dec-2023.

Manufacturer narrative:
The field service engineer found that the measuring cells of the analyzer were overdue to be changed. The measuring cells and pinch valve were replaced. After these actions, the issue was resolved. The investigation determined the service actions resolved the issue.